Manufacturer narrative:
Date of event: (B)(6) 2020.date of report: 13jul2020.

Event description:
It was reported to philips that during the operation check after the periodic maintenance was performed, the touching position on the touch screen was found to be misaligned. The device was not being used on a patient at the time of the event. A philips authorized service technician confirmed the reported event and traced it to a faulty touchscreen. The technician replaced the touchscreen to resolve the reported issue. The device passed operational testing and remains at the customer site.

Manufacturer narrative:
G4: 30sep2020 b4: (B)(6) 2020 touchscreen assembly was returned for failure investigation (fi). Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen a fi ventilator and the ul_lr and ur_ll resistance were out of specification. Fault was found on this returned touchscreen. The determination could be made that the device failed to meet specifications submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.